Event description:
High lead impedance measurements (>3000ohms) and loss of capture relative to the atrial channel were reported by the physician. A re-intervention was performed and psa measurements of the atrial lead were normal. After re-connecting the lead to the subject device, normal lead measurements were found. The physician shook the device, and a rattling sound could be heard. Another pacemaker was subsequently implanted.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
High lead impedance measurements (greater than 3000ohms) and loss of capture relative to the atrial channel were reported by the physician. A re-intervention was performed and psa measurements of the atrial lead were normal. After re-connecting the lead to the subject device, normal lead measurements were found. The physician shook the device, and a rattling sound could be heard. Another pacemaker was subsequently implanted.

Manufacturer narrative:
Correction: the investigation report was inadvertently excluded from the previous MDR (follow-up #2) of the subject case.

Event description:
High lead impedance measurements (>3000ohms) and loss of capture relative to the atrial channel were reported by the physician. A re-intervention was performed and psa measurements of the atrial lead were normal. After re-connecting the lead to the subject device, normal lead measurements were found. The physician shook the device, and a rattling sound could be heard. Another pacemaker was subsequently implanted.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed the reported clattering within the device, and conformance to established specifications was confirmed.

Event description:
High lead impedance measurements (>3000ohms) and loss of capture relative to the atrial channel were reported by the physician. A re-intervention was performed and psa measurements of the atrial lead were normal. After re-connecting the lead to the subject device, normal lead measurements were found. The physician shook the device, and a rattling sound could be heard. Another pacemaker was subsequently implanted.